Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
Material no. Unknown; batch no. Unknown. It was reported that during use of the unspecified bd¿ needle "the needles are poorly made and if you don't hold the yellow section correctly the tip comes apart." The following information was provided by the initial reporter: patient feels it is a system problem that the kits provide too few needles and wipes to account for any challenges with mixing/administering. She said the needles are poorly made and if you do not hold the yellow section correctly the tip comes apart. She then does not have any extra wipes to correct issue. No other information provided."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ needle "the needles are poorly made and if you don't hold the yellow section correctly the tip comes apart." The following information was provided by the initial reporter: patient feels it is a system problem that the kits provide too few needles and wipes to account for any challenges with mixing/administering. She said the needles are poorly made and if you do not hold the yellow section correctly the tip comes apart. She then does not have any extra wipes to correct issue. No other information provided."